Event description:
Boston scientific received information despite the use of two programmers and two wands, this device could not be interrogated. Troubleshooting was performed without success. Therefore, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this implantable cardioverter defibrillator (ICD) noted no anomalies. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently returned for testing and is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
-----